Event description:
It was reported that the patient may undergo a revision surgery due to aseptic loosing. There are no clinical indications of infection, confirmed with pathological examination.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided information with this case, aseptic loosening, can be confirmed with the CT scan. There is radiolucence and dislocation visible for the tibial as well as for the talar component. The tibia is anteriorly loosened and subsided, the talar component as well. The bone stock looks good, there is no obvious reason visible for the loosening. It is likely to be patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device remains implanted in the patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may undergo a revision surgery due to aseptic loosing. There are no clinical indications of infection, confirmed with pathological examination.

Manufacturer narrative:
Method code: the complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided information with this case, aseptic loosening, can be confirmed with the CT scan. There is radiolucence and dislocation visible for the tibial as well as for the talar component. The tibia is anteriorly loosened and subsided, the talar component as well. The bone stock looks good, there is no obvious reason visible for the loosening. It is likely to be patient related. Visual examination, together with clinical affairs, of the received product shows, that instrument marks from explantation are visible. Implant surface that were in contact with bone do not show signs of full osseointegration. There are only a few spots of bone attached to the surface. This implants confirm the lack of osseointegration. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient may undergo a revision surgery due to aseptic loosing. There are no clinical indications of infection, confirmed with pathological examination.